Event description:
Event description guidant received information that the patient with this pacing system had a sudden syncopal episode, he has had no history of syncope. The system was then evaluated the next day. The lead impedance maeasurement was found to be 700 ohms. The daily measurements show impedance measurements had been stable, but have steadily risen in small increments over the last three months. The lead was changed to unipolar configuration from bipolar configuration. Isometrics, limb manipulation and positional changes could not create loss of capture, noise, or increased impedance measurements.